Manufacturer narrative:
A bci field service engineer (fse) replaced worn peri tubing in the fluidics drawer of the instrument. Fse verified instrument performance. No issues were noted. Hardware is the root cause of this event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report a leak from the vacuum pump drawer of the unicel dxi 600 access 2 immunoassay analyzer. No report of injury to the user.